Event description:
It was reported that occlusion alarms occurred, resulting in the customer's blood glucose level reaching 439 mg/dl. The customer addressed the elevated blood glucose by administering a correction bolus via the pump, without requiring assistance from a third party. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.